Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on (B)(6) 2015. Device evaluation of belt sn (B)(4) was completed. The belt was fully functional and able to detect and treat. No adverse event resulted from the pulse reset. Device manufacture date and usage of device: monitor: 06/2013 - initial use. Electrode belt: 07/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. A (B)(6) year old male pt's nurse reported that the pt presented at the emergency room indicating that the pt has been treated. The pt was reportedly in a nursing home at the time of the event. Review of the pt's downloaded data indicates that the lifevest deployed gel at 10:13:26 and subsequently delivered three inappropriate treatments at approximately 10:14:10, 18:17:51, 20:11:36 during sinus bradycardia and signal artifact. The lifevest monitor reset following the treatments. The pt was transported to the hospital.